Event description:
Patient present for removal of infusion port as they are post bone marrow transplant. During the procedure a portion of the tubing was found to be stuck to the superior vena cava. This required that the tubing be resected and left in the patient as the risk of removal outweighed the benefit.